Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6); (B)(4); product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H6: the manufacturer went to the site to test the equipment. The camera was replaced due to localizer faulted. The replacement camera had an out-of-box failure (oobf) and was replaced as well. Codes b01, c08, and d02 are applicable. H3, h6: the camera, lot number: p903572 (allegation camera), was returned to medtronic for analysis. Through functional testing and visual and physical examinations, the returned positioning sensor unit (psu) had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted. Troubleshooting was performed. Temp and bump triggered were observed in the network device interface (ndi) toolbox. It was noted that the probable cause of the issue was the complementary metal-oxide semiconductor (cmos) battery. There was no patient involvement. Additional information was received. It was reported that the newly installed camera was experiencing issues and could have been an out-of-box failure (oobf). The camera seemed to work normally after initially installed, but after rebooting the system, the camera stopped tracking instruments and the reference frame. There was no error message, green light emitting diode (led) was on, and no amber led. The ndi toolbox showed no issues. Rebooting temporarily resolved the issue; for approximately 30 seconds the camera was able to see instruments, but soon after, the issue re-occurred.